Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 1/24/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) sensor and seal was defective. Both defective parts were replaced and the dso sensor was calibrated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement, no patient injury was reported.